Event description:
It was reported that a patient presented for a lead revision procedure. Upon interrogation, the right ventricular lead exhibited inadequate capture and decrease in the r-wave amplitude. Also, the x-ray imaging revealed that the lead was lacked of lead slack. The lead was repostioned successfully. There were no adverse consequences to the patient.